Event description:
It was reported with the use of the bd¿ insulin syringe with needle, one needle broke off in the injection site while another one broke off in the vial. There was no report of serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes. This supplemental MDR also corrects the event description: event: it was reported with the use of the bd¿ insulin syringe with needle, one needle broke off in the injection site while another one broke off in the vial. There was no report of serious injury or medical intervention.

Manufacturer narrative:
H.6. Occurrence: a complaint history check was performed and this is the 1st related complaint for difficult/unable to operate, needle breaks off in vial and needle breaks off in skin on lot # 7345824. Investigation summary: customer returned (10) 1cc, 8mm, 31g walgreens syringes in an open poly bag from lot # 7345824. Customer states that the needle would not work every other one from this box and that one broke off in injection site then another in vial. One syringe was returned with approximately 40 units of a cloudy liquid in the barrel. All returned syringes were examined and no broken cannula was observed. All 9 syringes that were not returned with liquid in the barrel were tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 7345824. All inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200731611, 200731130, 200731821] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported with the use of the bd¿ insulin syringe with needle there was an issue with needle broke. There was no report of injury or further medical intervention.

Manufacturer narrative:
Date of event: unknown. Investigation: customer returned (10) 1cc, 8mm, 31g (B)(6) syringes in an open poly bag from lot # 7345824. Customer states that the needle would not work every other one from this box and that one broke off in injection site then another in vial. One syringe was returned with approximately 40 units of a cloudy liquid in the barrel. All returned syringes were examined and no broken cannula was observed. All 9 syringes that were not returned with liquid in the barrel were tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 7345824. All inspections were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures.

Event description:
It was reported with the use of the bd¿ insulin syringe with needle there was an issue with needle broke. There was no report of injury or further medical intervention.